Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the blade stopped spinning and the lights were flashing. The motor drive unit was replaced and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Other, damage to drive connector/coupling- conclusion: the actual device involved in this event was returned for eval. The reported symptom that "the blade stopped spinning and the lights were flashing" could not be verified or duplicated. The stall feature and performance cycle times were within specification. In addition, a review of the device mfg records was conducted, and the device met all finished goods release criteria.